Event description:
Rep spoke with patient via phone. He is getting great relief with scs. He is requiring a higher intensity at times and the rep explained that could contribute to more frequent charging. Pt charges when it gets to 30% and rep explained he can hold off. Pt will inform if further assistance needed. Weight unknown. "MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event."

Manufacturer narrative:
H.6. Codes have been updated to reflect the new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had been using the stimulation for 1.5 years and the patient was able to find a setting that they liked but that caused them to charge every 2 to 4 days to every day, the patient said it was getting worse. The patient said the ins does not hold a charge and runs out of power. The patient noted that eventually due to the frequency of charging, the ins it won't charge at all, patient services (ps) reviewed ins longevity. Ps reviewed that increasing intensity can cause the ins to deplete faster, patient said the therapy had been set the same for the last 6 months to a year but they had been needing to do more charging; patient said it seemed to them the ins was not holding a charge for like a year. When asked for an event date patient said they charge every day and they noticed it recently for it was once every 3 days, then 2 days, then 1 day.